Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the complaint device (guide-shaft f/insertion-dhs/dcs-scr) was returned for investigation. It was identified that the device is bent and the distal tip is deformed. Assembling issues can be attributable to this condition, therefore, the complaint is confirmed. No other issues were identified. Functional test: a complete functional test could not be performed as the device was returned by itself without mating part. Dimensional inspection: a dimensional inspection cannot be performed due to post manufacturing damage. Investigation conclusion: the reported condition of the complaint device (guide-shaft f/insertion-dhs/dcs-scr) is confirmed as the shaft is bent and tip is deformed. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown, the insertion screwdriver pieces are bent causing them to not properly fit in the insertion handle. It is unknown when and where the issue was discovered. It is unknown if there is patient nor procedure involvement. This complaint involves four (4) devices. This report is for (1) ddhs®/dcs® guide shaft this report is 3 of 4 for (B)(4).